Manufacturer narrative:
Concomitant products: product ID 8785, lot# n359827, implanted: (B)(6) 2013, product type accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, several months prior to the patient death (refer to manufacturer report # 3004209178-2014-19517), a refill was done. At this time, a large amount of fluid remaining in the reservoir that was not consistent with what was expected. Per an operative report from the pump replacement on (B)(6) 2014, the patient initially had excellent results from the pump implant. However, his results subsequently changed and he no longer felt the benefits of spasticity reduction. A thorough workup was performed with an inability to perform a side port aspiration, suggesting a catheter kink. The patient was brought to the operating room on (B)(6) 2014 for a revision. Following the previously reported inability to aspirate the cap or the catheter, a small incision was placed in the back. The anchor and catheter were exposed. The distal end of the catheter, previously connected to the pump, was then brought out to from the back wound. No csf flow was encountered. The anchor was excised from the surrounding scar tissue and a kink was exposed there. Immediately upon releasing the scar tissue from around the anchor and catheter, csf began flowing from the pump. Contrast was then inserted into the catheter and the catheter was noted to be at approximately t8. No holes or other kinks were encountered. The kink was straightened and the anchor was sutured back in place in a very smooth arc to prevent subsequent re-kinking. The surgeon suspected that the catheter migrated from its original t5 position, allowing excess catheter to kink underneath the anchor. In attempt to prevent this, the anchor was advanced and then sutured in place. This provided nice contour of the catheter underneath the lumbodorsal fascia. This was then re-tunneled back to the chest wound. The catheter was trimmed and then reconnected to the pump using a sutureless anchor set. Side port access was successful with excellent csf flow. The pump was then replaced back in the pectoral pouch. All of the wounds were closed in layers using absorbable suture and nylon in the skin. Sterile dressings were applied. Prior to departure from the operating room, the patient's pump was started on a daily dose of 50mcg/day with a 500mcg/ml solution. The newly implanted catheter length was 85.1cm with a volume of 0.187ml.

Manufacturer narrative:
Concomitant medical products: product ID 8785, lot# n359827, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
During the dye study, they met incredible resistance when trying to push dye through the cap (catheter access port). The physician planned to take the patient to surgery for a catheter revision, a pump change, or both. On (B)(6) 2014, when the physician opened the pump pocket and accessed the cap (catheter access port); he was unable to aspirate csf (cerebrospinal fluid). He then pulled the pump out of the pocket and still could not aspirate csf. He then disconnected the catheter from the pump and no csf flowed and he was not able to aspirate. They inspected the sutureless connector and found no obvious dimpling in the metal ring. The physician cut off the pump segment of the catheter and still no flow of csf and unable to aspirate. He then went to the spine site and noticed the catheter was folded over itself between the entry into the spine and the anchor. The anchor was sutured down. Once he released the catheter from its self-overlapping (overlapped twice in a switchback pattern) csf immediately began to flow very freely. The anchor was re-sutured down. Dye was injected to see if there were any leaks and no leaks were noted. The catheter tip was originally placed at t5 on original implant and it was discovered to be at t8 during the procedure, so they assumed that it had slid down and overlapped on itself between the spine entry and the anchor thus kinking the catheter. The catheter was tunneled back to the pump pocket and a new pump was implanted. The old pump was expected to have 20ml of gablofen (500mcg/ml) and 32ml was withdrawn. The patient's dose was reduced from 130mcg/day to 50mcg/day with new pump. The patient was staying in the hospital overnight. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the actual residual volume was greater than the expected residual volume. Arv: 37ml, erv: 5.4ml. The fluid was clear and no swelling to the pocket. The pump was pectorally placed. The patient came to the clinic today for a refill. The last refill was (B)(6) 2014 and per the hcp they gave him a little bump in dose and the patient responded to that well. The hcp checked the pump logs and there was no alarms present. The patient had not been taking any oral baclofen and therapy seems to going per the patient. The patient does take oral amitryptiline. No diagnostics have been done though a dye study was discussed. The pump was used to deliver gablofen. Additional information later reported a roller study was done and a dye study on (B)(6) 2014. The roller study was normal, unable to withdraw csf, no dye injected. Too hard to see the catheter without dye so it was not clear if to the intrathecal space. The patient did report that he has had some fall and has slid off of the wheelchair onto footrests of the wheelchair. The patient has young children and there have been times with kids where they have hit the pump, concern with pump catheter connection. The patient also experienced increased spasticity one month ago, no symptoms of withdrawal. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
\Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: following the pump replacement and catheter revision, the patient had good spasticity relief.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. Analysis of the catheter revealed no significant anomaly, sc connector tear in seal near guide ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later reported the patient experienced slight increase in spasticity. The cause of the discrepancy was unknown, the hcp currently working up the patient. On (B)(6) 2014 CT thoracic and lumbar spine without contrast, no demonstrable discontinuity of spinal catheter, the catheter entering spinal canal at l1-2 level, catheter tip l of midline at t4-5 level. The patient recovered without permanent impairment.